Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 583 and in the range of 400 mg/dl. Customer declined troubleshooting for the high blood glucose as she stated that she understands why they occurred. Customer was able to successfully connect the transmitter to the replacement insulin pump. The insulin pump will not be returned for analysis.